Manufacturer narrative:
Device evaluation; one device was returned for evaluation. The device was visually inspected and a hole was found in the packaging. The hole was determined to be larger than the acceptance criteria. The complaint was confirmed. The root cause of the damage was determined to be rough handling of the package. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Manufacturer narrative:
One device was returned for evaluation. The evaluation is in process. A follow up report will be submitted when the evaluation has been completed.

Event description:
The distributor reported a defect in the packaging. This was identified during their initial inspection of received product. The device was not sent to a user facility.